Manufacturer narrative:
The field service engineer (fse) found that the probe of the instrument was leaking. The fse noticed that the vacuum at the probe wipe assembly was low and was causing the leak. The fse replaced the probe wipe assembly and the vacuum chamber and the optimal vacuum at the probe wipe was restored. The instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter act diff 2 analyzer. The volume of the leak was about 25 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.